Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in a 41-year-old female patient who had essure (batch no. C55840) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, uterine fibroids, depression, seizures, nausea, decreased appetite, asthma, menometrorrhagia, tracheal stenosis, abnormal uterine bleeding and anxiety. Concomitant products included iron since 2018 and vitamin d nos (vitamin d) since 2018. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2018, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal discharge ("vag. Discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2018, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), bleeding menstrual heavy ("menorrhagia (heavy menstrual bleeding)"), cystitis ("bladder infect"), infection ("infection (other)"), allergy to metals ("nickel allergy") and flank pain ("sides pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy,lysis of adhesion,,excision of pelvic endometriosis and novasure endometrial ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, bleeding menstrual heavy, cystitis, vaginal discharge, fatigue, vaginal haemorrhage, menorrhagia, infection, allergy to metals and flank pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flank pain, genital haemorrhage, infection, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and bleeding menstrual heavy to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Imaging procedure - on (B)(6) 2015: bilateral occlusion. Batch no c55840; production date: 2014-05-19; expiration date: 2017-05-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 17-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) year-old female patient who had essure (batch no. C55840) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, uterine fibroids, depression, seizures, nausea, decreased appetite, asthma, menometrorrhagia, tracheal stenosis, abnormal uterine bleeding and anxiety. Concomitant products included iron since 2018 and vitamin d nos (vitamin d) since 2018. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2018, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal discharge ("vag. Discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2018, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), bleeding menstrual heavy ("menorrhagia (heavy menstrual bleeding)"), cystitis ("bladder infect"), infection ("infection (other)"), allergy to metals ("nickel allergy") and flank pain ("sides pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, lysis of adhesion, excision of pelvic endometriosis and novasure endometrial ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, bleeding menstrual heavy, cystitis, vaginal discharge, fatigue, vaginal haemorrhage, menorrhagia, infection, allergy to metals and flank pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flank pain, genital haemorrhage, infection, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and bleeding menstrual heavy to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Imaging procedure - on (B)(6) 2015: bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-jun-2021: mr received-new reporter, medical history, removal details were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.